Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made mistake. The patient was hospitalized and was treated with vancomycin injection (1gm, once in 4 days, route and duration were not reported), fortum injection (1gm, once a day, route and duration were not reported) and imipenem injection (250mg, route, frequency and duration were not reported) for peritonitis. Two days after admission, the patient has recovered from the event. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.